Event description:
During procedure, sound handpiece makes decreased, handpiece no longer felt warm. Handpiece removed from pt, pt test done - irrigation was present but no sound present, then after a few seconds sound resumed. Attempted to finish procedure but once inserted into pt, sound stopped, handpiece not working. Removed from pt. Add'l handpiece used to finished the procedure.

Manufacturer narrative:
On a f/u on (B)(6) 2014, the facility stated that the handpiece became unbearable for the doctor (heat) and the pt could feel it getting a little bit warm. No serious injury occurred to the pt and the doctor completed the procedure with another microtip. Awaiting further investigation.